Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was scheduled for intracranial endovascular therapy for occlusion of an unruptured aneu rysm of the ophthalmic segment of the right internal carotid artery with pipeline vantage flow diverter. All devices were adequately prepared, and adequate measurements of the aneurysmal lesion and the arterial vessels involved were performed. The systems were adv anced, through the phenom 27 microcatheter, the pipeline vantage 4.50x14 was advanced. No distal or medial opening of the device was achieved despite multiple known maneuvers including recapture on multiple occasions, which is why it was decided to change the device for another new one. All devices were properly prepared and the pipeline vantage 4.50x16 flow diversifier was advanced and released without complications into the desired anatomy. The procedure was performed and completed without any complications. The patient woke up without any neurological or hemodynamic deficit. The pipeline failed to open in the proximal and middle sections. The middle section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheated and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery, ophthalmic segment aneurysm with a max diameter of 5.8mm and a 4.7mm neck diameter. The landing zone was 4mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was not administered. There was no possibility of performing aggregometry. Dual antiplatelet therapy with clopidogrel 75mg every 24 hours and acetylsalicylic acid 100mg every 24 hours, starting one week prior to the procedure. Ancillary devices include a 8 fr.  Sheath, neuron max guide catheter, phenom 27 microcatheter, transend 0.014 guidewire, and navien 058 distal access catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the distal and middle sections of the tubing did not open.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pushwire was returned inside the inner pouch and outer carton, a biohazard bag, and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. Possible cause of failure to open includes vessel tortuosity. However, the customer reported that vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.